Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). This report is being submitted late due to remediation efforts.  Complaint sample was evaluated and the reported event was confirmed. As returned, the tip of the hex bolt is fractured off and is not returned. The DHR was reviewed and found conforming to specifications at the time of manufacture. It is unknown if the device was used with an adapter or whether it was tightened to the shell to the proper degree. A too loose or tight fit could cause the condition shown in this complaint. Excessive levering forces or off-axis impactions in combination with insufficient thread engagement may also cause this condition. With the information provided, no definitive cause can be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the tip of the straight inserter was broken when impacting the continuum shell. The assistant realized that the tip was broken when the handle was returned back to the table. The surgeon searched inside the shell and inside the wound without result. He requested an x-ray for the hip, but he did not find the broken tip. The surgeon completed the surgery and closed the wound. Attempts have been made and additional information on the reported event is unavailable.